Manufacturer narrative:
Section a2, a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: +(B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, a toric intraocular lens (iol) was implanted then noticed it was scratched. The lens was partially inserted. It was also reported the iol was removed and replaced during the same procedure. The was no harm caused to the patient. There was no vitrectomy required. It was reported that it is unknown if an incision enlargement or sutures were required. There was no medical or surgical intervention outside of the standard care required. The patient fully recovered. Through follow up, it was confirmed that the scratch was on the optic. The iol was implanted then removed and replaced with a second iol. The patient was not harmed during the surgery. No intervention outside of the standard care was performed. The patient is doing fine post-operatively. The iol was discarded. No further information was provided.